Manufacturer narrative:
Insulin pump received unable to performed the displacement test and low battery alert anomaly due to cracked and bleeding lcd noted.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that there was a crack on the casing and the screen of insulin pump was black. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.